Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the arterial sensor was not working and observed a "sat fail" error message. The device was not changed out. There were no reported adverse consequences to a pt as a result of this event.